Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit is failing the leak test. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10 a getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the unit was failing the 4th test of the pim test. The fse replaced the safety disk. The unit passed all calibration, functional and safety tests. The unit was returned to the customer and cleared for clinical use. The maquet failure analysis and testing (fat) department received the safety disk. This part was received with a reported unit failure message of failed membrane leak tests. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department performed all manifold leak tests and membrane leak tests passed with the result of 3mmhg; the factory specification is +-6 mmhg. The fat dept. Could not verify the failure message of membrane leak tests failed. Safety disk passed testing. Retaining safety disk in the fat dept. As per procedure.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is failing the leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.